Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr) chordal dense valve, rotated heart, prolapsed anterior and septal leaflet for a triclip procedure. During the procedure, first triclip xtw was attempted to be implanted on the anterior and septal leaflets, however the clip was stuck in the chords. Clip was removed from the patient as one of the grippers would not lower or raise and single chordae was observed wrapped around the gripper. Second triclip xtw was attempted and it was caught in the chords and was removed from the patient as physician wanted to discontinue the procedure. Imaging the was difficult. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.